Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main airway to treat a 68mm malignant stenosis during a stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the black stent deployment suture was knotted; thus, the stent could not be fully released from the delivery system. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on november 1, 2023: it was confirmed that after the procedure, the physician attempted to deploy the stent outside of the patient and it was able to fully deploy and extend.

Manufacturer narrative:
Block b5 has been updated with the additional information received on november 1, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the ultraflex tracheobronchial stent and delivery system were received for analysis. Visual inspection found that the stent was fully extended and deployed on the delivery system, and the retention suture was in good condition. No other damages were noted with the stent or the delivery system. Product analysis did not confirm the reported complaints of stent deployment suture knotted and stent partial deployment. The investigation concluded that the reported complaints could not be confirmed because the deployment suture was found in good condition and the stent was returned fully extended and deployed on the delivery system. Additionally, the device met all the manufacturing requirements, and it passed the visual inspections during the product analysis. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main airway to treat a 68mm malignant stenosis during a stent implantation procedure performed on (B)(6), 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the black stent deployment suture was knotted; thus, the stent could not be fully released from the delivery system. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.